Manufacturer narrative:
Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect: clinical code: "2138 - visual impairment" is used to indicate both unexpected post-op refraction and and diplopia-persistent. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the pre-loaded intraocular lens was explanted from patient's left eye in a secondary surgical procedure because patient complained of foggy vision, haloing and vertical doubling at a distance. There was a myopic miss of 0.375 diopter. Incision enlargement, suture and vitrectomy were not required and there was no delay in procedure. Directions for use were followed. There was a myopic miss of 0.375 diopter. Patients pre-op best corrected visual acuity (bscva) was 20/25 +2 and post op bscva was 20/20 -2. Patient was fully recovered. No other information is available.

Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: 6/2/2025 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was cut in half and coated in viscoelastic residue. The lens was cleaned and inspected revealing scratches on the surface of the lens. No further issues were identified. No further evaluation was performed. Conclusion: no issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The other issues observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.